Event description:
Dr. Could not easily disassociate the prostalac snap-fit cup from the femoral head. Doctor used osteotome to resect snap-fit cup. Surgery was prolonged 15 minutes while he repeated the osteotomy. No injury to pt. The surgical procedure was a scheduled intervention to replace the prostalac hip with a permanent implant.